Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging an occlusion (random) issue. The reporter stated that the patient had a blood glucose (bg) of 343mg/dl with nausea, low blood pressure, increased heartrate and large ketones. The patient received treatment from other healthcare professional. The treatment regimen was not provided. Customer support (cs) completed troubleshooting and the occlusion sensitivity was set to high. Cs assisted customer with changing occlusion sensitivity. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten due to continuous use. There were no occlusion alarms observed in the available pump history. The pump was returned with the occlusion sensitivity level set to "low." The rewind, load and prime step were performed successfully with no alarms. The pump was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.